Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received for evaluation. At the time of receipt it was noted that the probe needle was bent. The returned sample was visually inspected and was found to be non-conforming with the probe needle slightly bent, the inner cutter in the port and foreign material in the port and on the cutter. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration. The sample was unable to be functionally tested for cut due to the cutter remaining in the port. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The extension pulled out of the coupling. Presence of adhesive was observed on the extension. The inner cutter was observed to be slightly bent. No wear marks were observed on the inner cutter. The complaint evaluation was unable to determine the cut functionality of the probe due to the inner cutter remaining in the port of the probe. The evaluation indicated that the probe had an actuation failure and, unrelated to the reported event, that the probe also had an aspiration failure. The root cause of the aspiration failure was the inner cutter in the port, obstruction aspiration flow through the probe. The root cause for the inner cutter remaining in the port, as well as the actuation failure, is the separation of components within the probe. It appears that toward the beginning of use in surgery the adhesive bond failed, causing the extension to detach from the coupling. A secondary contributing factor to the actuation and aspiration failures observed on the returned sample is bent needle and bent inner cutter. A damaged/bent inner cutter can impede the movement of the cutter shaft and can also impede aspiration flow through the probe. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. The evaluation was unable to confirm the cut functionality of the probe, therefore, no specific action was taken by the manufacturing site in relation to the reported cut failure. An internal investigation was completed and identified areas to implement additional process controls within the manufacturing process to reduce the frequency of probe complaints for detachments of the extension from the coupling. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed for this reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse coordinator reported that the vitrectomy probe did not cut properly during a vitrectomy procedure of the left eye. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm. The reporter has declined consent to follow-up.